Event description:
We received an allegation about discrepant results for 1 patient sample tested with glucose hk assay on a cobas c 111 analyzer. Initial result: 196.44 mg/dl. The initial result was questioned, prompting the repeat of the sample. On (B)(6) 2026: repeat result: 100.41 mg/dl.

Manufacturer narrative:
The cobas c 111 analyzer serial number was (B)(6). The qc was within the range. The investigation is ongoing.

Manufacturer narrative:
The field service engineer verified the needle and syringe, and checked and changed the photometer lamp. He also performed an air/water calibrator and an accuracy check, and no abnormalities were observed. Despite multiple requests, the pre-analytical data was not provided by the customer. Based on the provided information, no hints of instrument or reagent issues were observed. The investigation did not identify a product problem.